Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the purple image was a broken video cable, and the damaged fibre bonding in the outer tube area (distal end) was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited a purple image due to a broken video cable, and the fibre bonding in the outer tube area (distal end) was damaged. There was no patient involvement.